Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the alarm history confirmed the customer reported issue. Functional testing was performed. The pump's main printed circuit board (pcb) was replaced due to a failing super cap. The pump passed all performance verification testing following the repair.

Event description:
It was reported that the pump had an acu watchdog failure. There was no patient involvement.